Event description:
It was reported that the user was unable to remove the pump connector and observed the shark fin oriented incorrectly, with the internal plastic straw within the connector threads sheared off and showing stress marks; education on proper orientation and removal was provided, after which the user successfully removed the connector and proceeded with a supply change. No adverse physiological effects and no glycemic symptoms. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed user difficulty with connector handling and evidence of mechanical damage to the connector. It was concluded that the event involved a damaged connector with user technique factors, with no patient harm and no alarms.